Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07282012-002-r; 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced soreness at the ipg site which became more intense when she sat back. Subsequently, the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. It was noted the new ipg was placed in the original ipg pocket site.